Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, it was reported that the patient's infusion set's tubing was not attached to site anymore and the patient could not reattach it. At the time of the event his blood glucose level was around 150 mg/dl -200 mg/dl. The infusion set had been used for one 12 to 24 hours. Further, they replaced the infusion set and resumed insulin successfully. No further information available.